Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had oversensing with sensing integrity counter (sic) episodes. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.